Manufacturer narrative:
(B)(4). The device was not return for evaluation. Therefore, a failure analysis of the reported device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during a procedure while attempting to exchange the guide wire, resistance was met when advancing through the copilot. The guide wire could not pass through freely. The copilot and the guide wire were removed from the anatomy without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.